Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a loud mechanical noise. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed a system failure in the error log, which could not be duplicated during testing. He replaced the drive manifold (part number 0104-00-0018). The iabp was tested to factory specs. It functioned normally and was returned to the customer. The drive manifold was returned to the factory for eval, where it was determined that the noise was attributable to a worn bumper on the drive manifold.